Event description:
It was reported that during an ami case, after the mini vision crossed through a newly placed stent, it would not cross through the distal circumflex lesion. Upon removal back through the stent, towards the guiding catheter, the stent dislodged into the left main. As the pt had been previously schedueld for bypass surgery, no attempt was made to snare the dislodged stent. The pt underwent bypass surgery and at that time, the dislodged stent was removed. Reportedly, the pt is doing well.